Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that a 21 g x .75 in bd vacutainer® winged safety push button blood collection set had tubing that was pierced. Blood leaked on the nurse's gloves. No serious injury or medical intervention reported.